Manufacturer narrative:
The colonoscope was returned to the authorized repair center. The forward lens required re-sealing. Following repair, the device was operating normally and was returned to service.

Event description:
It was reported that the center image was blurry during the procedure, obscuring the anatomy. No injury or other negative consequence to the patient was reported.